Event description:
Healthcare professional reported a right side "deflation" of a gel-filled device. The device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: one curved opening and flat creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identify: one opening striated. Based on the device analysis the final assessment is: one opening striated in the side posterior assessed as surgical damage. Additional, changed, and/or corrected data: b.5., d.7., d.10., h.3., h.6.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is "deflation" of a silicone gel-filled device.

Event description:
Healthcare professional reported a right side "deflation" of a gel-filled device. Device remains implanted.